Event description:
It was reported that a connection issue between a minicap and a transfer set. The sponge in the minicap was alleged to be larger than normal. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.